Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue was the stratafix symmetric suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and pulled through the tissue? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent spinal procedure on unknown date and barbed suture was used on unknown layer of tissue. The surgical technique for suture placement is unknown. On an unknown date, the patient experienced dehiscence. An additional procedure was performed on unknown date to close the wound. It was reported that the incision was open at the top and the suture popped. Currently the patient condition is unknown. Additional information has been requested.

Manufacturer narrative:
Pc-000234559 date sent to the FDA: 08/02/2018 corrected information: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? **initial procedures were around (B)(6) 2018 what was the name of the procedure? **posterior spinal fusion what tissue was the stratafix symmetric suture used on? **fascia/muscle what tissue layer was the stratafix pdo suture used on? What was the condition of the tissue where each suture was used (normal, diseased, weakened)? **no was the fixation tab intact when the stratafix symmetric suture was placed in the patient? **yes what post op date did the patient present with symptoms of dehiscence? **4-6 weeks after surgery was there any patient predisposing event (cough, fall, etc) prior to dehiscence?**no what is the surgeon opinion as to relationship of the stratafix symmetric suture and the patient dehiscence? **potentially more of a muscular bite vs fascia (for the stratafix symmetric) what was the date of the second procedure? Na can you describe the appearance of the stratafix symmetric suture during the second procedure?na was the stratafix symmetric suture found broken, can you identify where (termination, middle, end)? **not broken was the stratafix symmetric suture intact and pulled through the tissue? **yes do you have the status of suture for evaluation? **no what is the current condition of the patient? **doing well. Is the surgeon interested in a rapid response team conversation with medical, engineering to discuss the issue? No the incisions were opened from the apex about an inch and was open at the deep dermal layer which was initially closed with sxmd2b408. One of these patients was brought back to surgery. The patient had some fluid tracking down suture line. The event occurred on the residents side of the incision that was closed.